Event description:
The customer reported to olympus, the gastrovideoscope exhibited reduced angulation and there was free play in all directions. The movement of the forceps elevator was heavy. An abnormal grinding sound was produced from the angulation knob during angulation. The issues were found during routine inspection. The device was returned and an evaluation at the repair center revealed presence of foreign material in the forceps elevator. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿forceps elevator movement was heavy¿. The other customer allegations were confirmed. The device exhibited reduced angulation and free play in all directions. The hardness of the control knob was due to deterioration of the internal o-ring (toric joint). Abnormal noise or grinding with angulation control knob during angulation was noted. There were few additional findings. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Forceps elevator knob lever was dirty. Due to deformation of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover was detached. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.